Event description:
It was reported that during routine follow up, the patient alert showed a high right ventricular (rv) impedance (>200 ohm). Daily optivol impedance measurements showed significant deviations and mechanical stress at the patients ICD pocket showed artefacts in the sensing channel. Rv fracture is suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during routine follow up, the patient alert showed a high right ventricular (rv) impedance (>200 ohm). Daily optivol impedance measurements showed significant deviations and mechanical stress at the patients ICD pocket showed artifacts in the sensing channel. Rv lead coil fracture is suspected. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the lead was partially returned in segments, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled and the outer insulation had a cosmetic depression.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.